Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Reported 1 false negative sofia sars result for 1 asymptomatic (off label use - at the time of testing) patient. The patient had been testing positive for sars with sofia the 2 weeks prior, but following the negative sofia sars result the patient was confirmed positive through pcr testing.